Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: concomitant devices - unknown nexgen rotating hinge knee femoral component catalog#: ni, lot#: ni, unknown nexgen rotating hinge knee articular surface catalog#: ni, lot#: ni. G2: foreign - event occurred in australia. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address metallosis. Attempts have been made, however, no additional information is available.